Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nr860k-enduro locking nut f/rotation axis. The patient was originally implanted with bilaterally outward- fitted axis-coupled k-tep enduro. According to the complaint description, it was reported that a revision surgery due to fracture of axis after 2 years was necessary. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under (B)(4) reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted. Additional information: a device was additionally added to the intial complaint of this case filed under MDR ID #9610612-2021-00717. .

Event description:
Added additional complaint devices after decontamination and receipt: associated devices: associated medwatch-reports: 9610612-2021-00638 (400527610 + (B)(6)), 9610612-2021-00717 (400532704 + (B)(6)). Involved components (B)(6) - enduro femoral component cemented f2r - lot 52079897.

Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to change from leading material to involved component. All information regarding this case is updated in 9610612-2021-00717 (400532704 + nr881m). Investigation results: visual investigation: the rotation axis (nr873201) has fractured above the taper, directly below the screw thread. The components were examined visually and microscopically. The taper of the rotation axis shows less damages/imprints on the surface. The rotation axis locking nut (nr860k) is still fixed on the thread (broken part of the axis). The breakage surface of the larger distal part of the axis as well as the proximal fragment show signs of so called arrest lines which are typical for a dynamic fatigue fracture. Furthermore both parts (especially the larger distal part) exhibit secondary damages (shiny areas on the fracture surface) which were resulted due to rubbing against each other after the breakage. The fracture surfaces exhibit no material defects like foreign particles inclusions or blow holes. The hinge ring (nb014203) shows clearly signs of a hyperextension. The meniscal component (nr881200) exhibits no abnormal damages. We found a small number of fixed metal chips on the gliding surface of the meniscal component. The locking ring (nr873202) and the bearing for rotation axis (nr873203) show no unusual damages. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Event description:
Correction: added involved component - 9610612-2021-00638 (400527610 + nr860k) changed from leading material to involved component after investigation. Associated medwatch-reports: 9610612-2021-00638 (400527610 + nr860k). 9610612-2021-00717 (400532704 + nr881m). Involved components: nb018k - enduro femoral component cemented f2r - lot: 52079897. Nr860k - enduro locking nut f/rotation axis - lot: 52291905.